Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens tore when delivering the lens using the amo silver series lens injector system. Intervention was performed intraoperatively to remove the damaged lens. A second crystalens was implanted successfully.